Event description:
It was initially reported that the patient had been referred for a battery replacement due to the battery being at end of service. A communication was received from the surgeon stating that the patient was to have a "vns replacement with leads and battery." Follow up was performed with the neurologist who stated that the patient had an increase in seizures due to the battery being low. The neurologist stated that they were not sure why the lead would be replaced as the patient was only referred for a generator replacement. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the patient's generator was prophylactically replaced. The explanting facility historically does not return explanted devices so product return is not expected.